Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode felt the electrode had moved back. An x-ray was performed and the electrode was observed to be retracted back, so the coil was horizontal and near to the diaphragm. It was also noticed that the electrode had moved back in 2023 and it showed normal sensing function. The electrode was subsequently explanted and replaced as the health care professional (hcp) believed to have touched the electrode with the diathermy pen and potentially damaged the electrode. The model and serial number of the electrode was requested, however, it was mentioned that this information was not retrieved and the electrode was discarded after explant. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis.